Event description:
Received information that due to infection, the patient's device broke through his skin. The whole system was explanted. The physician waited six months and implanted new device. Additional information has been requested and if received an update will be sent.

Manufacturer narrative:
(B) (4).